Manufacturer narrative:
Correction: device lot number: previously reported as 16850231 changed to 16843297. Device expiration date: previously reported as: 03/27/2015 changed to 03/25/2015. Device manufactured date: previously reported as: 03/27/2014 changed to 03/25/2014. Device evaluated by manufacturer: evaluation of the returned device revealed that the device was returned in several pieces. The imaging window assembly was detached from the blue sheath tubing at the lap joint. The imaging window was broken into 3 pieces (9.5 cm, 4.5 cm and 14.0 cm long). Multiple kinks were observed on the returned broken tip. The guidewire was stuck in the broken imaging window. The guidewire soft tip was stretched and kinked. Guidewire exit port was not damaged. A stent was also stuck around the broken imaging window tip assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a vessel dissection and device separation occurred. The patient had previous medical history of hypertension and hyperlipidemia. Coronary artery bypass grafting(CABG), composed of coronary bypass, saphenous vein grafting(svg) in the first diagonal(d1) and left internal thoracic artery(lita) in left anterior descending(lad) artery, was performed three to four months ago. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified saphenous vein graft(svg) with 50mm length and 2.5mm in diameter. The opticross¿ was used to observe the vessel shape. There was no visual issue noted when it was unpacked. Flushing was performed every time it was used. A non bsc device was used for pre-dilatation. During the percutaneous coronary intervention (pci), the first intravenous ultrasound (ivus) performed had no issue. The lesion had to be observed again with the opticross. During the second ivus, the observation was done without an issue. However, it was noted that a kink was found on the distal section of the device. The device was then removed without any resistance. Two non bsc stents were then deployed from the distal lesion with three inflations at 16atm each inflation. The opticross was then again inserted to observe the proximal edge of the non bsc stent. It was noted that saline had leaked from the device. The device was again removed without any resistance. When performing the final angiography,further noted that the tip of the device (about 30cm from the tip) had detached. The physician attempted to remove the detached portion of the device with a gooseneck and 3 non bsc guidewire but the attempt failed. It was also noted that dissection in the ascending aorta occurred during the attempt to remove the detached portion. Subsequently, the patient was immediately scheduled for an operation; however, the anesthetist was absent so the patient was sent to intensive care unit (ICU). Constant monitoring was conducted in the ICU. The operation pushed through at 1:00 am. All the devices that remained inside the patient's body were removed. The dissection in the ascending aorta was treated using an artificial vessel. The patient is currently stable and is moved to general ward now.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that a vessel dissection and device separation occurred. The patient had previous medical history of hypertension and hyperlipidemia. Coronary artery bypass grafting(CABG), composed of coronary bypass, saphenous vein grafting(svg) in the first diagonal(d1) and left internal thoracic artery(lita) in left anterior descending(lad) artery, was performed three to four months ago. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified saphenous vein graft(svg) with 50mm length and 2.5mm in diameter. The opticross¿ was used to observe the vessel shape. There was no visual issue noted when it was unpacked. Flushing was performed every time it was used. A non bsc device was used for pre-dilatation. During the percutaneous coronary intervention (pci), the first intravenous ultrasound (ivus) performed had no issue. The lesion had to be observed again with the opticross. During the second ivus, the observation was done without an issue. However, it was noted that a kink was found on the distal section of the device. The device was then removed without any resistance. Two non bsc stents were then deployed from the distal lesion with three inflations at 16atm each inflation. The opticross was then again inserted to observe the proximal edge of the non bsc stent. It was noted that saline had leaked from the device. The device was again removed without any resistance. When performing the final angiography,further noted that the tip of the device (about 30cm from the tip) had detached. The physician attempted to remove the detached portion of the device with a gooseneck and 3 non bsc guidewire but the attempt failed. It was also noted that dissection in the ascending aorta occurred during the attempt to remove the detached portion. Subsequently, the patient was immediately scheduled for an operation;however, the anesthetist was absent so the patient was sent to intensive care unit (ICU). Constant monitoring was conducted in the ICU. The operation pushed through at 1:00 am. All the devices that remained inside the patient's body were removed. The dissection in the ascending aorta was treated using an artificial vessel. The patient is currently stable and is moved to general ward now.